Event description:
A report was received that the patient had redness at the lead anchor site and irritation at the pocket site. The physician did not suspect an infection. A magnetic resonance imaging (MRI) was taken and no infection was detected. The patient was prescribed antibiotics as a precaution. The patient underwent a revision procedure wherein a lead and a clik anchor were replaced because the physician accidently damaged the lead during the procedure. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 20543389 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a suspected infection. Symptoms are that the anchor site was red and sore and irritation on the pocket site. It was noted that the physician does not believe that there was an infection. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.